Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported csf (cerebrospinal fluid leak) occurred during a trial procedure that took place on (B)(6) 2018. The patient was instructed to lay down. No further interventions were undertaken. The patient did not experience symptoms due to the csf leak.